Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was separated from the female luer lock adapter. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female luer adapter disconnected from the tubing of a one link catheter extension set. This occurred while flushing with saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.